Event description:
It was reported that a spectrum pump alarmed system error 322. It was also reported that there was no patient involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported system error 322 which was not reproduced. System error 322 was confirmed through review of the event history log. The evaluation was unable to determine the cause. The upper and lower auxiliaries are known contributors to this symptom and have been replaced. System error 322 will occur when the pump transitions form the door open state to the door closed/set-loaded state and the lower link switch does not activate. Baxter has initiated a CAPA to further investigate this issue.